Manufacturer narrative:
The hill-rom tech support found the communication cable damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed in 2008-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the communication cable to resolve the issue. Based on the info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed has no communication. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).